Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing 1 insertion needle.

Event description:
Customer reported via phone call that they got change sensor alert. Customer's current blood glucose was 122mg/dl. Sensor will be return for analysis.